Manufacturer narrative:
1 of 2 reports. The device is not available to the manufacturer.

Event description:
It was reported that during the procedure the distal tip of the subject guide wire broke while the physician tried to advance it. The tip was retrieved from the patient with no adverse outcome. The procedure was completed next day successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the additional information , the tip of the guidewire broke while moving through tortuosity of the ica. It is probable that the tortuosity of the patient¿s anatomy caused the reported event. An assignable cause of procedural factors will be assigned to the reported event , as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure the distal tip of the subject guide wire broke while the physician tried to advance it. The tip was retrieved from the patient with no adverse outcome. The procedure was completed next day successfully. No clinical consequences were reported to the patient due to this event.